Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism often associated with peritonitis due to touch contamination during the pd exchange. Based on the reported information the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s pd nurse and patient contact.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2020. There were no recorded allegations that the patient¿s peritonitis was related to any issue with fresenius device or product. During additional follow-up, the patient¿s contact and pd nurse reported the peritonitis event was caused by touch contamination by the patient during the pd exchange. It was reported the event was not related to any fluid leaks or any issues with fresenius device, product. The patient¿s pd nurse stated the patient¿s pd culture yielded growth of enterococcus faecalis. The patient was treated with unknown antibiotics and has reported recovered without need for hospitalization. It was stated the patient continues pd treatments with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.